Event description:
Ous MDR - boston scientific received information that this right ventricular lead became dislodged one day post implant. A revision procedure was performed and the lead was repositioned. The next day, the lead measurements were out of range. A second revision procedure was performed; the lead was removed and replaced. The explanted lead was returned for analysis. No additional adverse patient effects reported. The provided explant date does not match the event description and because, we cannot verify the event, the explant date will not be provided.